Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.